Manufacturer narrative:
The company iii (d) cartridge was not returned for evaluation. Per the information provided the photos attached are of the cartridge related to this file. Four photos are provided of the cartridge from different angles/magnification. Viscoelastic (liquid) is observed between the loading area and the nozzle entry area. The cartridge has evidence it was placed into a handpiece. The yellow lens is partially advanced outside the tip of the cartridge. Part of the lens can be seen protruding through the damaged right side of the tip. The damage does not extend through the end of the tip. The damage has the appearance of an aneurysm that has torn. Company device complaint history and product history records were reviewed and documentation indicated the product met release criteria. The lens model/diopter and handpiece used were not provided. It is unknown if a qualified combination was used. The root cause could not be determined. The company iii (d) cartridge was not returned for evaluation. Based on the provided photos, the company iii (d) cartridge tip is damaged. The damage has the appearance of an aneurysm that has torn. The lens model/diopter and handpiece used were not provided. It is unknown if a qualified combination was used. Information was provided that resistance was felt when advancing the iol. Information was also provided that the handpiece plunger may be bent. This may indicate the lens/plunger were not in an acceptable position for advancement. The damage observed in the photo may occur if the lens is not positioned correctly/folded correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; and/or if the handpiece plunger is not positioned correctly at the trailing optic edge. This can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge causing damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that there has been three (3) to four (4) occasions that the cartridge has split and had resistance when advancing the intraocular lens (iol). The timing for the event and patient impact are unknown. This is record is for the third (3) occurrence. Additional information gas been requested.